Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The x-rays and medical records were requested, but not provided. If additional information becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that, "the pt underwent a primary total hip on (B) (6) 2009 with a gap shell, securfit stem, and a trident cemented constrained insert as listed on the attached sheet. The securfit stem subsided and the above two implants were explanted and replaced with a cemented omnifit hfx hip stem #7 6076-0730a (lot mhp5ja), distal cement spacer 1061-0011 (mht1x), and a 22mm ctaper +0 head 06-2200 (mhj88x)."